Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 85 and 128 mg/dl. Tests were done within 15 minutes with a difference of 36%. Control solution test repeated, meter within range. Patient did not experience any adverse events. No further information has been reported.